Event description:
The customer called and reported that a button on the insulin pump was not working. Her blood glucose was 415 mg/dl and she tried to correct this with the insulin pump, which was not working. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no act button response due to flattened button dome switch. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.